Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the expressew ii flexible suture passer device was blocked. During in-house engineering evaluation, it was determined that the device was missing the pin, jaw to shaft component. Another like device was used to complete the procedure with a few minutes of delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that expressew ii flexible suture passer -ns was missing the pin, jaw to shaft component. A dimensional inspection was not performed due to due to the definitive finding of a missing component. A functional test was performed and the device did not function due to the missing pin component. The complaint condition was able to be replicated. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the expressew ii flexible suture passer -ns would contribute to the complained device issue. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.